Manufacturer narrative:
(B)(4). It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation; however, there were no reported device malfunction or product deficiencies. Myocardial infarction is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
Subsequent to the initial medwatch report, additional information was received stating that three promus stents (2.5 x 23 mm stent, a 3.0 x 12 mm stent, and a 3.0 x 28 mm) were implanted in the left anterior descending artery (lad). A non st elevation myocardial infarction (mi) was confirmed. Angiography revealed a 100% blockage to the circumflex; however, the promus stents in the lad were noted to be patent, with no in-stent or stent edge restenosis. The patient was reported to have recovered.

Event description:
It was reported that the patient had a promus stent implanted on (B)(6) 2011. The patient returned to the hospital on (B)(6) 2013 and a myocardial infarction was suspected. A repeat angiography was performed, however the results were not provided. No additional information was provided.